Event description:
It was reported that half way through a da vinci s thymectomy procedure, one of the ceramic jaws on the harmonic curved shears (hcs) insert installed on the hcs instrument dislodged and fell into the operative site. When the surgeon attempted to remove the broken accessory piece, it moved and could not be found. The surgeon made the decision to complete the planned surgical procedure with a replacement hcs insert accessory. A post-operative x-ray of the patient's chest revealed the location of the broken accessory piece and it was removed from the patient using laparoscopic techniques. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the insert was returned with the clamp arm detached from the distal end. One side of shaft feature that mates with clamp arm pins is bent backwards. The damage indicates that the clamp arm hyperextended and engineering concluded that the breakage was most likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.